Event description:
Clinical information: crd_1059, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 90.4mm and area 622.5 mm2. During procedure, the activated clotting levels were 192 and 280s and 9000 heparin was administered, the inflow edge of the constrained valve frame aligned at the base of the non-coronary cusp (ncc). During deployment, a pacing was provided for valve stabilization and the valve was implanted at depth of 4.75 at ncc and 5.34 left coronary cusp (lcc). A post-implant balloon valvuloplasty done due to under expansion of the valve. While closing the right femoral access, a sudden hypotension was noted and echoscopy reveled a circumferential pericardial effusion tamponades. A pericardiocentesis was performed and with hemodynamic improvement and aspiration of about 350cc's of blood fluid was removed. The physician mentioned the cause of effusion was ventricular pacing catheter. No additional information was provided. Subsequent to the previously filed report, additional information was received and a correction needs to be made, that the implant date of the 35mm navitor vison valve was on (B)(6) 2024. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. An event of valve under-expansion, hypotension, and pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, a cause for the reported valve under-expansion could not be conclusively determined. The reported pericardial effusion and hypotension appear to be related to procedural conditions (ventricular pacing catheter caused effusion). The reported unexpected medical interventions and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 90.4mm and area 622.5 mm2. During procedure, the inflow edge of the constrained valve frame aligned at the base of the non-coronary cusp (ncc). During deployment, a pacing was provided for valve stabilization and the valve was implanted at depth of 4.75 at ncc and 5.34 left coronary cusp (lcc). A post-implant balloon valvuloplasty done due to under expansion of the valve. While closing the right femoral access, a sudden hypotension was noted and echoscopy reveled pericardial effusion tamponades. A pericardiocentesis was performed and with hemodynamic improvement and aspiration of about 350cc's of blood fluid was removed.